Event description:
It was reported that during a greenlight pvp prostate procedure; the doctor stated ¿procedure went great and there were no issues. The patient¿s urine looked fine after procedure¿. One day post op ¿the patient had a lot of bleeding. The physician stated that the patient was supposed to be off plavix for a week but he¿s not sure if the patient actually followed directions¿. There was no readmission and the patient had no bleeding at 5 days post op patient outcome: "patient is fine, post op bleeding day 1, no post op bleeding day 5" reported.